Event description:
The reporter stated that the surgeon was advancing single piece collamer lens model cc4204bf in the injector prior to insertion and the lens ejected out of the side of the injector. Due to the lens being scratched, the surgeon decided not to use this lens. No pt contact or injury.

Manufacturer narrative:
A visual inspection of the returned product shows that one plate haptic has a tear in it. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for eval.